Event description:
Gauze packaged within the angiography drape pack has frayed edges. With the gauze not being separately packaged within the drape pack, the potential exists that a a particle of gauze could be drawn up into a syringe and administered to the patient. Manufacturer response for angiography pack, angiography pack (per site reporter). Equipment failure was reported to medline representative by cath lab clinical manager & risk manager.